Manufacturer narrative:
Corrected data: in review, it was noted that the date of '12/23/2020' was inadvertently entered in the section 'b3' of the initial emdr report which is incorrect. The correct event date that should have been entered is 10/23/2020 which has been captured in this emdr supplemental report. The following field was updated accordingly: section b3: date of event: 10/23/2020 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. If explanted, give date: not applicable as the device remains implanted additional concomitant products: healon endocoat for duet, lot: 028716, phaco machine, sn unknown, phaco disposable tubing, lot unknown, balanced salt solution, lot unknown. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of toxic anterior segment syndrome (tass) in the right eye of a patient which was implanted with an intraocular lens. The event occurred one day post operation. Post operational drops given to the patient were ofloxacin, lotemax & prolensa. Additional information received indicated that the patient required additional steroid use and has fully recovered. The lens remains implanted and the healon endocoat duet product is not available for return. The surgery center indicated that they have ongoing investigation and no sources have been found at this time. The account noted that the last case of tass at their center was 12/8/2020. No further information was provided. This emdr is for the suspect intraocular lens, model zcb00. A separate report is being submitted for the healon endocoat duet. .